Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received stating patient was seen for his routine visit at the clinic, when new drainage was noted at the driveline exit site. Wound culture was positive for rare gram cocci, and blood culture was negative. A cat scan (CT) was performed, there was no abscess or other evidence of infection. Patient was started on kelfex oral twice daily for the superficial driveline infection. Dressing was changed to aquacel dressing.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. A report was received stating a patient noted to have abdominal pain around driveline area and tracking across abdomen on (B)(6) 2017. Wound culture was positive for rare gram cocci, and blood culture was negative, ultrasound was negative as well. On (B)(6) 2017 patient empirically started on keflex 500 mg twice daily. Computed tomography (CT) was done on (B)(6) 2017 and was negative for collection. Patient remains on keflex with continuous drainage with wound cultures positive for (B)(6), dressing was changed to aquacel dressing. Infectious disease (ID) recommends repeat CT scan to rule out deep pocket infection that needs to be drained. If drainage continues, ID recommends surgical eval for consideration of debridement. No further information provided at this time. The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.